Manufacturer narrative:
(B)(4). MFR evaluation/investigation currently in process.

Event description:
On (B)(6) 2009, customer reports protime inr 6.8 vs lab inr 4.2. Pt therapeutic range 2.0 - 3.0 inr. No reports of any adverse events, serious injury or interventions.